Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed bruising under the front right electrode. The patient's physician advised the patient to use unscented lotion. Follow up indicated that the bruising healed.